Event description:
The customer contacted beckman coulter, inc. (Bci) to report that their unicel dxc 800 synchron clinical system had discrepant sodium (na) results while participating in a (B)(4) study. The discrepant results were not reported out of the lab. There was no pt impact as a result of this event. The customer was participating in a study being conducted by bci. Four samples from a previous run were used. Each sample was split into two samples. The four split samples were loaded on the analyzer and run forward then backward, i.e. 1,2,3,4,4,3,2,1. Na results on two of the samples were discrepant. The ise system is calibrated every 8 hours followed by a quality control (qc) run. Prior to the event, the na qc results were within the lab's established ranges.

Manufacturer narrative:
A bci field service engineer (fse) evaluated the system and performed a decontamination of the ise system. The fse also performed preventative maintenance, which was overdue at that time. A clear root cause was not identified. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 and october 23, 2010 for add'l reportable events.